Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse resolved the issue by replacing the following hardware components: ise mix motor, mixing bar, solenoid valve, ise syringe case, s syringe, s syringe case and dispenser unit. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erratic high ise (ion selective electrode) results on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.